Event description:
The customer reported that the system would not turn on/boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug was identified as being defective. The inhouse clinical engineer made the required repairs and the system was then operating as intended.